Event description:
The customer reported that the pod was activated at 9:37 am and his blood glucose was 8.9 mmol/l (160 mg.dl). The customer stated that he had elevated blood glucose levels, so he changed his pod and went to the ER for treatment. An alternate bg meter was used, so no bg readings were available. The customer reported having chest pains, so the ER did a cardiogram and checked his enzymes. The tests came back normal. The customer was given IV fluids and was released after 7 hours.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.